Event description:
At the end of procedure, the device was removed from the patient. At the point of the insertion site of the blower to the blanket, the skin was very red and warm to touch. Skin was also red on the entire left upper arm, shoulder, down to the elbow. By the time discharged from recovery room, the redness had completely resolved.